Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was an issue with the product 8403zx - c-mac monitor for cmos endoscopes. Loose contact during intubation. It was reported that "during a laryngoscopy, the screen goes black and the light also goes out, so that direct laryngoscopy is also not possible. After wiggling both contacts (cable-handle and cable-screen), light and image go again after a few seconds. Intubation is significantly delayed and no statement about possible aspiration/regurgitation is possible for a short time." There was no patient harm reported.